Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is reported as (B)(6) 2019. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported about her daughter who experienced an infection after 7 days of wearing an adc freestyle libre sensor. Customer experienced itching under the sensor and noticed "irritated skin that looked like a burn and smelt bad" upon removal of the sensor. Customer had contact with a healthcare provider who prescribed silvederma (silver sulfadiazine - antibiotic) cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch (serial number (B)(4) and no issues were observed. Observed the adhesive was returned. Only the sensor puck and plug have been returned. Extended investigation has also been performed. A DHR (device history review) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and demonstrated that all monitoring processes continue to meet requirements. No malfunction or product deficiency was identified. The applicator and sharp was not returned and an extended investigation has been performed. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the applicator and sharp are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported about her daughter who experienced an infection after 7 days of wearing an adc freestyle libre sensor. Customer experienced itching under the sensor and noticed "irritated skin that looked like a burn and smelt bad" upon removal of the sensor. Customer had contact with a healthcare provider who prescribed silvederma (silver sulfadiazine antibiotic) cream for treatment. There was no report of death or permanent impairment associated with this event.